Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/14/2017 with the following findings: a review of the black box showed evidence of a sudden voltage drop following a low battery warning on (B)(6) 2017. The pump powered on with the returned battery cap. The battery compartment was intact and no contamination was found inside the battery compartment. The pump was run for 24 hours successfully. No temperature related issues were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. No evidence of the pump overheating was duplicated during investigation. Unrelated to the original complaint, a green horizontal line was present in the display. The cover was removed and a test display was installed. The test display was fully functional.